Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
Customer reported an implant loss: (B)(6) 2026: could not reach the customer by (B)(6), 2026; on leave due to the second side of the cf, regarding the date and region of the implant (B)(6) 2026: call with the customer, filled out the new complaint forms, and sent them via email incorrect information on the cf related to case: (B)(4).